Event description:
It was reported that during a knee surgery while tightening the device at the tibial end, the suture securing the endo button came loose. The surgeon re-sutured it, but the acl graft remained slightly loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.